Event description:
It was reported that this pacemaker reverted into safety mode. Technical services (ts) was consulted and recommended device replacement. Pauses in pacing greater than two seconds were noted. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. This product has not been returned for analysis.

Manufacturer narrative:
Follow up report 1 (device evaluation): upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that critical therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker reverted into safety mode. Technical services (ts) was consulted and recommended device replacement. Pauses in pacing greater than two seconds were noted. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. This product has not been returned for analysis.

Manufacturer narrative:
Follow up report 2 (correction): this report is being submitted to update field h6: device codes and impact codes, section h. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that critical therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that this pacemaker reverted into safety mode. Technical services (ts) was consulted and recommended device replacement. Pauses in pacing greater than two seconds were noted. The device was subsequently explanted and replaced. No additional adverse patient effects were reported.